Event description:
It was reported after performing microelectrode recording (mer), the lead was deployed with no results. The lead was replaced and therapy was determined effective. The pt recovered without sequela.

Manufacturer narrative:
Final analysis revealed that the unknown lead (model no. 3889) had no anomaly found. The continuity was acceptable on all circuits with no shorts. However, the stylet was bent.

Manufacturer narrative:
(B)(4). The lead has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.